Event description:
On (B)(6) 2013, the patient contacted animas alleging air bubbles in the cartridge. Troubleshooting indicated the patient uses correct technique, uses room temperature insulin, and changes the cartridge per instructions for use. The patient reportedly does not reuse cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.